Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a leak from the transfer set during peritoneal dialysis therapy on the homechoice device. The patient explained that the fluid leaked from their transfer set onto themself and the bed. The patient was certain that they connected to the patient line correctly. There was no patient injury or medical intervention associated with this event. No additional information is available.